Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement, after the right ventricular (rv) lead was inserted into the port and not able to be pulled back via the tug test, the set screw seemed to be stripped as the wrench would just turn inside the header. The device was able to be implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement, after the right ventricular (rv) lead was inserted into the port and not able to be pulled back via the tug test, the set screw seemed to be stripped as the wrench would just turn inside the header. It was also noted that a wrench broke and a new wrench was used. The device was able to be implanted and remains in use. No patient complications have been reported as a result of this event.